Manufacturer narrative:
Upon completion of the investigation it was noted that the customer¿s complaint of "perforator failed to stop during burr hole procedure" was not verified. This perforator met the test method acceptance requirements; proper engagement and disengagement were achieved with every drill hole. There was no premature disengagement or erratic and poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Perforator failed to stop during burr hole procedure. (B)(6) 2015 per rep: " I have just spoken to the consultant present at the incident and retrieved the perforator. There was only 1 incident and only 1 perforator used, leading to one complaint only. The lot number of the perforator is lot gh015s. I will be shipping the product complaint to the leeds office where it will be shipped to yourselves."